Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measure .078 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported while attempting to screw in the lead, too much torque developed and led to positioning difficulties. Consequently, this lead was removed and replaced uneventfully. No patient complications have been reported as a result of this event.